Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02115. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005 concurrently with a hysterectomy in order to treat vaginal vault prolapse, cystocele, enterocele, and urinary incontinence. It was reported that following insertion the patient experienced pain, pain while sitting down, infections, constant bleeding, foul odor, and dyspareunia. It was reported that patient underwent multiple mesh revisions on (B)(6) 2009, (B)(6) 2010, and (B)(6) 2011 with removal on (B)(6) 2012 due to erosion. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4).